Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2012.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited undersensing of r waves and the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.